Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o pressure regulating balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation provided in: event describe problem or event, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o pressure regulating balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Device analysis: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.